Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in line) followed by a system error 2367 alarm which occurred on the homechoice (hc) during dwell 4. The technical service representative (tsr) cycled the power to clear the alarm and explained the alarm. The patient was connected at the time of the alarm. The patient line had been properly primed prior to connection, and no patient extension lines were in use. The patient line had not separated from the transfer set. The patient had not initiated therapy prior to connection. A dummy tummy was not in use. The patient had not disconnected prior to the alarm. All of the bags were properly connected. The supplies were not damaged by an outlet port clamp or assist device. The hp had a clamp open on an unused supply line. The caller would discard supplies and call her registered nurse regarding the alarm, missed therapy, and being connected while there are open clamps on unused lines. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for a report of a system error 2240 was confirmed. The root cause was "user error - open clamp". The label review found the labeling adequate for the use error in this complaint. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.